Manufacturer narrative:
Bd has determined that this issue was confirmed as overfill by the user. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue was isolated to user overfilling the arctic sun device. It was reported that the patient on normothermia settings not getting to targeted temperature (tt) was over the last couple of days in an arctic sun device. Walked through draining 16 ounces from right drain port. Called back 45 minutes later at patient temperature (pt) increased from 35.6c to 36.3c, water temperature (wt) was 38.5c. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir: 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Correction: d,e,f,h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on normothermia settings not getting to targeted temperature (tt) was over the last couple of days in an arctic sun device. Targeted temperature (tt) was 37c, patient temperature (pt) was 35.6c, water temperature (wt) was 28c. Rewarm rate set to max and water temperature (wt) was 28c. System diagnostics, outlet monitor temperature (t1) was 28.4c, outlet control temperature (t2) was 28.2c, inlet temperature (t3) was 28c, chiller temperature (t4) was 23.4c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100, water reservoir level (wrl) was 5, system hours were 7124.7, pump hours were 6165.2. Walked through draining 16 ounces from right drain port. Called back 45 minutes later at patient temperature (pt) increased from 35.6c to 36.3c, water temperature (wt) was 38.5c. Advised to call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on normothermia settings not getting to targeted temperature (tt) was over the last couple of days in an arctic sun device. Targeted temperature (tt) was 37c, patient temperature (pt) was 35.6c, water temperature (wt) was 28c. Rewarm rate set to max and water temperature (wt) was 28c. System diagnostics, outlet monitor temperature (t1) was 28.4c, outlet control temperature (t2) was 28.2c, inlet temperature (t3) was 28c, chiller temperature (t4) was 23.4c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100, water reservoir level (wrl) was 5, system hours were 7124.7, pump hours were 6165.2. Walked through draining 16 ounces from right drain port. Called back 45 minutes later at patient temperature (pt) increased from 35.6c to 36.3c, water temperature (wt) was 38.5c. Advised to call back with any additional questions or concerns.